Event description:
It was reported that the customer's insulin pump had a black screen for a few seconds. The customer pressed the "act" button and was able to clear the alarm. The customer's blood glucose levels are unknown. Troubleshooting was performed. The insulin pump passed a self test. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).